Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified superior femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation. The device was simply and completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient's condition is good.